Manufacturer narrative:
D suspect device, corrected data: previous reports should have listed the lead as the suspect device. F10 component codes, corrected data: previous reports should have listed code "g02025 - patient lead" based on the suspect device. H6 type of investigation, corrected data: as the suspect device should have been the lead, coding "b20 - device not accessible for testing" should have been included in previous reports.

Event description:
Product analysis was completed on the suspect device. The reported ¿lead fracture/high impedance¿ was not verified in the returned lead portion. Continuity testing revealed no discontinuities in the returned portion. An abraded opening was found in the outer silicone tubing with the dried remnants of body fluid found within. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.

Event description:
It was reported that x-ray images were taken and upon physician review there were no obvious fractures. X-ray image of the generator was provided and reviewed by the manufacturer: x-ray images of the lead/electrode site in the neck were not provided. The placement of the generator in the chest could not be assessed as no images of the full chest were provided. The connector pin of the lead appears to be fully inserted inside the connector block. The feedthrough wires appear to be intact. The presence of the strain relief bend and strain relief loop were not able to be assessed as there were no views available of the whole lead. Additionally, the appropriate use of tie-downs was unable to be assessed as there were no views available of the whole lead. No apparent sharp angles or gross fractures were observed in the part of the lead visible in the ap chest view. Based on the x-ray received, the cause for the high impedance could not be determined. The patient underwent full revision surgery due to high impedance, and the explanted devices were received by the manufacturer. Product analysis (pa) has not been completed on the suspect device to date. No additional relevant information has been received to date.

Manufacturer narrative:
6b. If explanted, give date, corrected data: initial report inadvertently listed the explant date as (B)(6) 2021.

Event description:
The explanted generator was received by the manufacturer and product analysis (pa) was completed. The alleged ¿high impedance suspected generator issue¿ was not duplicated in the pa lab. Various loads were attached to the generator and the impedance measurements were accurate in all instances. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The attached pa worksheet was reviewed; no anomalies were noted. There were no performance, or any other type of adverse condition found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that in pre-op for a patients generator replacement surgery, the battery was at 25-50%, but high impedance was seen. After replacing only the generator, the impedance was noted to be ok, so the lead was not replaced at that time. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.